Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred.a 2.25 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was noted that the distal part of the stent was deformed. No patient serious injury or adverse event were reported.